Manufacturer narrative:
(B)(4). Additional information requested and the following response received on 03/01/2011: since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered. It was a tight male pelvis but this did not really contribute to the difficulty. No one can explain how the washer could be broken, the crunch heard but the suture not being cut by the cdh knife. The gun was fired by the surgeon's assistant who is very experienced and well inserviced in cdh. He acts as faculty on ees courses for (B)(4). The analysis results found that the device arrived in good visual condition. The anvil half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; after further analysis, the knife was noted to have nicks and the washer half had some indentations, this damage is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. Metal clips, staples, or sutures contained in the area to be stapled may affect the integrity of the anastomosis. Corrective action, if required, may include the use of sutures or electrocautery. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. Based on the information received in regards to the knob being turned ¾ of a revolution to remove the device, no conclusion could be reached on what could have caused the device difficulties to remove. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a proctectomy and formation of ileo-anal pouch and temporary loop ileostomy procedure, the purse string was made on the pouch and the anvil inserted. One of the prolene sutures was cut short; the other was left long and had a clip applied to the distal end. This is usual practice as they like to know when the knife has cut through. The cdh was inserted into the rectum. The gun was wound down and fired as per usual. The firing trigger was squeezed until the crunch was felt and heard; then the gun was opened by 3/4 turn and removed. The donuts were inspected and found to be complete and of good thickness. However, the knife of the cdh had not cut the long prolene suture and it came out in its full length with the gun and the donuts. It cannot be ascertained how this happened. The washer has been broken. The staple line was inspected and seemed to be fine. The surgeon took the patient back to theatre on (B)(6) due to bleeding and washed out the pouch.